Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691 2025 04156.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding the implant of a 26mm sapien 3 ultra valve in the aortic position. During deployment of the first 26mm sapien 3 ultra valve the 26mm commander delivery system balloon ruptured. The first valve was post dilated with a non-edwards balloon. Tee was performed and moderate ai was noted. Physician decided to put in a second 26mm sapien 3 ultra valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review from the site. The 3mensio was evaluated and the following was observed: calcification present in the stj and landing zone. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the reported balloon burst was confirmed based on medical records. Available information suggests patient factors (calcification) likely contributed to the event as 3mensio report revealed the presence of calcification in the stj and landing zone and it was reported that the balloon ruptured due to heavy calcification of the aortic annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The reported withdrawal difficulty was confirmed based on medical records. Per medical record, during the valve deployment, due to the heavy calcification of the aortic annulus, the valve delivery balloon ruptured at 80% deployment. The ruptured balloon was identified on angiogram. The delivery system was retracted into the esheath, but the nose cone was unable to retract due to the ruptured balloon. At this point the delivery system and the esheath were removed as a unit. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review. 3mensio was evaluated and the following was observed calcification present in the stj and landing zone. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The reported was unable to be confirmed as no device and/or applicable imagery were provided for evaluation. Available information suggests patient factors (calcification) likely contributed to the event as 3mensio report revealed the presence of calcification in the stj and landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Additional information received via medical records. During the valve deployment, due to the heavy calcification of the aortic annulus, the valve delivery balloon ruptured at 80% deployment. The ruptured balloon was identified on angiogram. The delivery system was retracted into the esheath, but the nose cone was unable to be retracted due to the ruptured balloon. At this point the delivery system and the esheath were removed as a unit. All parts of the delivery system including the ruptured balloon were confirmed on the back table. Because the valve was not fully deployed before the delivery balloon ruptured, the valve was post dilated using a 25 mm true balloon. We recrossed the valve. Under rapid ventricular pacing the valve was dilated using the 25 mm true balloon, as there was concern about the device stability without a full deployment. As soon as the balloon was removed and the final aortogram was taken, a significant amount of aortic insufficiency was noted. There was also concern for possible annular disruption. An immediate transthoracic echocardiogram identified a moderate size pericardial effusion with tamponade physiology and there was a drop in hemodynamics. Immediate pericardiocentesis was performed, and a large volume of bright red blood was removed from the pericardial space. Massive transfusion protocol was called. Cardiac surgery was brought in. It was determined that given the patient's advanced age and heavily calcified annulus, the patient was not a good candidate for operative management of annular rupture, and elected for a conservative strategy. As a bailout strategy a second transcatheter valve was deployed slightly distal to the first valve in order to see if the area of annular rupture could be sealed. A new 26 mm edwards s3 ultra valve was prepped and recrossed the first valve. Under rapid ventricular pacing, the second valve was deployed. Initially there was some success with improving the degree of aortic insufficiency, which was moderate to severe after deployment of the initial valve and post dilation. Unfortunately, there was continued large volume of bleeding from the pericardial drain. Multiple units of blood were transfused. After the limits of medical therapy were exhausted, the patient was transferred to the cardiovascular ICU. The patient had a stable heart rate and blood pressure upon leaving the cath lab on multiple pressers and blood and fluid products. The final position was excellent with 90% aortic and 10 % ventricular. Final aortography revealed mild aortic insufficiency. All sheaths were sutured into place at the end of the procedure.